Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm post-reset ram crc (pump error 23). Customer's blood glucose at time of incident was 13.3mmol/l. Customer tried changing the battery with new one but still got same issue. Customer stated the alarm did not occur immediately after a battery change. The customer was unable to clear the alarm and can't do anything with the insulin pump. Customer was advised that insulin pump will be replaced.